Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.